Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that appears to have a piece of the plastic in the barrel when they are drawing solution. No patient harm.